Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "frayed wires on umbilical cable" was not confirmed during device evaluation. The umbilical cable was not received with the device; therefore, quality engineering was unable to confirm the reported condition. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622.

Event description:
Baxter received a report from a facility involving an automix 3+3 compounder. According to the facility, they are reporting frayed wires on umb cable. Unit is being swapped. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.